Event description:
It was reported that patient experienced ineffective therapy after heavy lifting. System diagnostic recorded high impedances on one lead extension. Surgical intervention was undertaken wherein the extension was explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead extension that was associated with the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI: (B)(4), serial: (B)(6), lot: 10110397 the event of high impedance issues was reported to abbott. The patient has had a history of out of range impedances on all contacts on 1 or both leads. The extension was explanted and replaced resolving the issue. Effective therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.